Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis of the 8637-40 serial number (B)(4) found no anomaly.

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml via an implanted pump. The dose was 1376.8 mcg/day. The baclofen lot number and other medications the patient was taking were not available. The pump's IFU (indication for use) was listed as intractable spasticity, stroke and spinal cord injury/disease. For the past 6-8 months, the patient did not receive the intended relief from the pump. During all pump refills, the pump reservoir had drug volume residuals of 27-30%. The physician would increase the pump and this would help a little but did not help like other pumps in the past (not further specified). A dye study was performed to rule out any catheter issue and the catheter was "ok". The reporter was not aware if a pump rotor study was performed. The physician decided to replace the pump and return the pump to the manufacturer for analysis. The pump was replaced on (B)(6) 2015. The patient status at the time of this report was alive - no injury. The issue was resolved at the time of this report.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure and pump failure had occurred. The patient experienced spasticity and pain. The date of the event was indicated to be (B)(6) 2015. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.